Event description:
It has been reported to co that during the procedure the introducer kinked. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.